Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the balanced tips are getting cracked frequently during the cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
No technical inquiries were received from the customer. One opened phacoemulsification tip without a wrench was received for the report. The returned sample was visually inspected and was found to be nonconforming as the phaco tip was cracked open at aspiration bypass (ab) hole. Cracked area is very jagged. Cracked area on the cannula is from ab hole to the end of the tip & from ab hole up the cannula a little too. Wall thickness at the bevel was even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The picture was reviewed by the manufacturing site. The picture shows tubes cracked phaco tip. Reported issue confirmed from picture. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The complaint evaluation confirms the balanced tips are getting cracked frequently. The phaco tip visual inspections do not show any manufacturing issues that would cause the broken phaco tip; however, per the follow-up details, it is stated "yes its reused by autoclaving it by the surgeon operation theater (ot) staff; therefore, the root cause is user error. Per the directions for use (dfu), there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s dfu, there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device and based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. No further investigative or manufacturing actions are warranted at this time due to that the returned sample defect was caused by use error. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).